Manufacturer narrative:
(B)(6).

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the (B)(6) clinical trial. The target lesion was in the left proximal popliteal artery, left mid popliteal artery extending into left distal popliteal artery with 5.00 mm proximal reference vessel diameter and 5.00 mm distal reference vessel diameter with lesion length of 200 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, percutaneous transluminal angioplasty was performed with sterling pta balloon and treatment of target lesion was performed by pre-dilatation with study device, ranger drug coated balloon of 5.0 mm x 200 mm followed by post dilation placement of a non-boston scientific stent. Post treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade c was noted. In response to the event, balloon dilation was performed and bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged on the same day. On (B)(6) 2022 subject visited the hospital with symptoms related to acute thrombosis. On (B)(6) 2022, subject was hospitalized for further medical evaluation and intervention. In response to the event, thrombolysis with tpa was initiated.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal popliteal artery, left mid popliteal artery extending into left distal popliteal artery with 5.00 mm proximal reference vessel diameter and 5.00 mm distal reference vessel diameter with lesion length of 200 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, percutaneous transluminal angioplasty was performed with sterling pta balloon and treatment of target lesion was performed by pre-dilatation with study device, ranger drug coated balloon of 5.0 mm x 200 mm followed by post dilation placement of a non-boston scientific stent. Post treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade c was noted. In response to the event, balloon dilation was performed and bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged on the same day. On (B)(6) 2022 subject visited the hospital with symptoms related to acute thrombosis. On (B)(6) 2022, subject was hospitalized for further medical evaluation and intervention. In response to the event, thrombolysis with tpa was initiated. It was further reported that on (B)(6) 2022, 20 days post index procedure, 100% stenosis noted in left popliteal artery was treated with thrombolysis with tpa followed by stent graft placement. On (B)(6) 2022, the subject was discharged from the hospital. It was further reported that on (B)(6) 2022, 19 days post index procedure, 100% stenosis noted in left popliteal artery was treated with thrombolysis with tpa and post treatment the final residual stenosis was noted to 100%. On (B)(6) 2022, 20 days post index procedure, 80% stenosis noted in left popliteal artery was treated with placement of bare metal stent. Post treatment, the final residual stenosis was noted to 5%. It was further reported that on (B)(6) 2022, subject contacted the clinic complaining of pain in the left lower extremity on walking very short distance and states that the pain does not subside on rest and describes pain as cramping, aching in the left calf. On (B)(6) 2022, the subject visited the hospital for left lower extremity angiogram with or without possible intervention with ongoing complaints claudication symptoms. On the same day, left lower extremity arterial duplex ultrasound was performed which revealed minimal to no appreciable plaque with triphasic to biphasic waveforms in the left common femoral artery, superficial femoral artery, distal anterior tibial artery and posterior tibial artery, occlusion in the popliteal artery stent with thrombus like material approximately 2.7 cm proximal to the stent withing the lumen with reconstitution of the tibio-peroneal trunk via large collaterals. Based on the above findings, no action was taken however, surgical intervention was recommended at later date. On (B)(6) 2022, subject revisited the hospital for planned intervention for rest pain of the left foot with occluded left popliteal artery stent (rutherford category: 4). Subsequently, on the same day, subject was hospitalized for further medical evaluation and intervention. Subsequently, selective angiogram of left lower extremity was performed which revealed widely patent common femoral artery, superficial femoral artery and occlusion of the left popliteal artery in the p2 segment extending to p3 segment with reconstitution of posterior tibial vessel and all other vessels were occluded. On (B)(6)2022, 19 days post index procedure, occlusion noted in the left mid and distal popliteal artery were treated catheter directed thrombolysis with 0.5mg of tpa per hour along with 500 units/hour of heparin. On 30-mar-2022, follow up angiogram revealed 80% stenosis in the proximal portion of p2 segment and tibial peroneal trunk distal to the previously placed stent, 70% stenosis in the peroneal artery approximately 2 cm in length and 90% thrombus noted was resolved with tpa lysis. On (B)(6) 2022, 20 days post index procedure, 80% stenosis noted in left proximal and mid popliteal artery were treated with placement of 6 mm x 80 mm non-boston scientific stent from proximal popliteal artery down to previously placed stent. Subsequently, stenosis noted in the tibio-peroneal trunk was treated with 5 mm x 7.5 mm non-boston scientific stent followed by balloon angioplasty with 3.5 mm balloon. Post treatment, the final residual stenosis was noted to be 5%. In addition, small vessel thrombus was noted distally near foot was treated by thrombolysis with 0.5 mg of tpa per hour was continued form left common femoral artery. On (B)(6) 2022, follow up angiogram post 48 hours of tpa lysis revealed short segment occlusion of the left peroneal artery approximately 2cm length with small vessel and collaterals supply to the peroneal that reconstituted posterior tibial artery from mid-calf to the foot. In addition, the lesion had significant recoil which was treated with 3 mm x 48 mm non-boston scientific stent. Post procedure angiogram revealed inline flow from the common femoral artery to the peroneal artery with less than 5 % stenosis. Post procedure subject developed sudden onset of left calf pain hence was taken back to or for development of compartment syndrome. Subsequently 4 compartment fasciotomy was performed, and fasciotomy incision was closed with staples. Posterior compartment fasciotomy was recommended to the subject if the left foot motor function worsened or if the left calf tension increased. Physical examination post procedure revealed normal motor function with good dorsiflexion and plantar flexion of the foot and toes, dopplerable dorsalis pedis and fullness in the left calf, which was tender however, significantly improved compared to prior to procedure.

Manufacturer narrative:
A1 - patient identifier:(B)(6). A2: age at time of event: 49 years.

Manufacturer narrative:
A1 - patient identifier: (B)(6) a2: age at time of event: 49 years.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6), 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal popliteal artery, left mid popliteal artery extending into left distal popliteal artery with 5.00 mm proximal reference vessel diameter and 5.00 mm distal reference vessel diameter with lesion length of 200 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, percutaneous transluminal angioplasty was performed with sterling pta balloon and treatment of target lesion was performed by pre-dilatation with study device, ranger drug coated balloon of 5.0 mm x 200 mm followed by post dilation placement of a non-boston scientific stent. Post treatment, the final residual stenosis was noted to be 5%. On (B)(6), 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade c was noted. In response to the event, balloon dilation was performed and bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged on the same day. On (B)(6) 2022 subject visited the hospital with symptoms related to acute thrombosis. On (B)(6) 2022, subject was hospitalized for further medical evaluation and intervention. In response to the event, thrombolysis with tpa was initiated. It was further reported that on (B)(6) 2022, 20 days post index procedure, 100% stenosis noted in left popliteal artery was treated with thrombolysis with tpa followed by stent graft placement. On (B)(6) 2022, the subject was discharged from the hospital.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2: age at time of event: 49 years.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal popliteal artery, left mid popliteal artery extending into left distal popliteal artery with 5.00 mm proximal reference vessel diameter and 5.00 mm distal reference vessel diameter with lesion length of 200 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, percutaneous transluminal angioplasty was performed with sterling pta balloon and treatment of target lesion was performed by pre-dilatation with study device, ranger drug coated balloon of 5.0 mm x 200 mm followed by post dilation placement of a non-boston scientific stent. Post treatment, the final residual stenosis was noted to be 5%. On (B)(6), 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade c was noted. In response to the event, balloon dilation was performed and bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged on the same day. On (B)(6), 2022 subject visited the hospital with symptoms related to acute thrombosis. On (B)(6) 2022, subject was hospitalized for further medical evaluation and intervention. In response to the event, thrombolysis with tpa was initiated. It was further reported that on (B)(6) 2022, 20 days post index procedure, 100% stenosis noted in left popliteal artery was treated with thrombolysis with tpa followed by stent graft placement. On (B)(6) 2022, the subject was discharged from the hospital. It was further reported that on (B)(6) 2022, 19 days post index procedure, 100% stenosis noted in left popliteal artery was treated with thrombolysis with tpa and post treatment the final residual stenosis was noted to 100%. On (B)(6) 2022, 20 days post index procedure, 80% stenosis noted in left popliteal artery was treated with placement of bare metal stent. Post treatment, the final residual stenosis was noted to 5%.